Manufacturer narrative:
Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, detached end cap and minor scratches on display window. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call that the insulin pump was cracked and would not prime correctly. Blood glucose level at the time of the incident was 180 mg/dl. Customer stated that the damage was due to the device being dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.